Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the insulin pump are not responding. It was also reported that the customer received a button error alarm as well as a motor error alarm. Customer's blood glucose level at the time 120mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to verify motor error due to no button response, the motor tested outside of device and passed. The insulin pump has cracked case near lcd window corner, cracked lcd window, minor scratches to lcd window, cracked reservoir tube lip, cracked battery tube threads, and stained end cap sticker.